Event description:
It was reported that the rv lead at implant had high svc impedance of greater than 200 ohms. The lead was reconnected and the impedance was normal until the post-op check the next morning when svc impedance values were greater than 200 ohms. The device and lead were analyzed prior to explant and a lead fracture was suspected. The doctor chose to replace the device as well as a precaution. No patient complications were reported as a result of this event.